Event description:
The biopince ultra device was set at a throw length of 13mm prior to firing the gun from the rear. When dr. Parikh positioned the device to take a sample, when he fired the gun from the rear button the throw indictor snapped forward and the actually throw was 23mm rather than 13mm. Dr. Parikh said that this caused the needle to go well beyond the targeted area and almost struck an artery that could have been fatal to the patient. Fortunately the needle missed the artery and the patient was unharmed. /after this device failure, he used a semi automatic biopsy device to collect the sample

Manufacturer narrative:
Sample is unavailable for evaluation. Without such evident to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
The biopince ultra device was set at a throw length of 13mm prior to firing the gun from the rear. When dr. Parikh positioned the device to take a sample, when he fired the gun from the rear button the throw indictor snapped forward and the actually throw was 23mm rather than 13mm. Dr. Parikh said that this caused the needle to go well beyond the targeted area and almost struck an artery that could have been fatal to the patient. Fortunately the needle missed the artery and the patient was unharmed. After this device failure, he used a semi automatic biopsy device to collect the sample.

Manufacturer narrative:
No lot number was provided to allow for a review of the DHR to take place. There was no physical or photographic evidence returned by the customer. However, this issue has occurred more frequently in the recent months and the complaint can be confirmed. The most likely cause of this defect is a sticky throw adjustor due to inadequate teflon coatings. The stickiness in the throw adjustor results in the user having difficulty to get the adjustor to sit in the proper detent. If the djustor is not seated in the detent properly, it can pop out and shoot to the next throw length, as experienced by the customer in this complaint. The operational procedure outlining the assembly of the biopince ultra devices was updated to develop a more robust teflon coating and final inspection process for the completed units. Training was provided to the operators to ensure proper adherence to the relevant procedure.